Event description:
Anesthesiologist performed a flexible bronchoscopy to check placement of endotracheal tube. When the scope was removed, md noted exposed fibers. Another brochoscope was obtained and the same md explored the endotracheal tube, locating and removing a small piece of black plastic material.